Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. There was a cut noted in the insulation at 17.5 centimeters (cm) and at 18.5 cm from the terminal pin. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that during a procedure to upgrade this patient's therapy, the helix on this right atrial (ra) lead would not extend after being retracted when attempting to reposition. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.